Event description:
Related manufacturing number: 2017865-2023-19351. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted the right atrial (ra) lead exhibited noise oversensing due to electromagnetic interference (emi) which caused the pacemaker to exhibit inappropriate mode switch episodes. No intervention was performed, and the pacemaker and the lead will continue to be monitored. The patient was in stable condition.